Event description:
Info was rec'd that reported a pt was hospitalized in 2006, due to diabetic ketoacidosis. It was reported that the pt woke up with blood sugar reading of 368, vomiting and with large ketones. A correction bolus was given and blood sugar rechecked at 10am blood sugar at this time was 439. They gave another correction bolus at 1:59pm and blood sugar was rechecked and it was 499. At 8:16pm, blood sugar rechecked and was over 500. The pt was taken to the ER. At the ER, blood sugar was 500 and she was admitted with diabetic ketoacidosis. The pt was put on IV fluid and started on insulin drip. In a review of the pump history log of 2 days, the pump history indicated that no meal boluses were taken on either of these days. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
MFR completed the entire form. Add'l MFR narrative: customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval .